Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, subtotal occlusion in the mid popliteal artery, pre-dilatation was performed, but could not fully open the lesion. Force was used to advance the supera stent delivery system about 2-3 cm into the lesion. During advancement into the lesion, the stent and delivery system invaginated. While pulling and attempting to straighten the delivery system, the stent deployed in the lesion and the stent remained invaginated. Additional post-dilatation was performed, but the stent did not straighten. No further treatment was performed and the stent was left. There was no adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported premature deployment could not be replicated in a testing environment as it was based on operational circumstances. The reported invaginated stent could not be confirmed as the stent was not returned as it remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.